Event description:
It was reported that the customer passed away due to a cardiac arrest caused by diabetes ketoacidosis. It was stated that the customer was not wearing the insulin pump at time of death, and he has been disconnected from the device for a period of time. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.